Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer complained about battery of the insulin pump was not lasting more and needed to change 8 times and also saw a crack on the back of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer was getting replace battery alarm also same continued after inserting a new battery. The crack on the pump not related to the retainer ring. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. The thump was utilized and downloaded trace/history files properly. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. In further full review in the pump history found: battery cycle 9.0 received the lowbatteryalert (104) on 02/13/2025 06:39:00 after more than 7 days at 58.33 days. Battery cycle 8.0 received the lowbatteryalert (104) on 12/16/2024 22:36:00 after more than 7 days at 55.19 days. Battery cycle 6.0 received the lowbatteryalert (104) on 10/20/2024 21:17:00 after more than 7 days at 62.08 days. Pump passed self test, active current measurement and sleep current test. No unexpected alarms during testing. With reference to the baat tool instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Pump received with battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, customer alleged for unexpected battery power loss was not confirmed in the pump history. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, the power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. No moisture damage noted, isolate to electronic assembly. Unit was also received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.